Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0208955591, implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for clinical study reported via a manufacturing representative the patient had a return of incontinence and loss of efficacy on (B)(6) 2015. No diagnostics/troubleshooting performed; the device was reprogrammed and the event resolved on (B)(6) 2015. The event was assessed as not serious, not related to the procedure, and related to the device. No surgical intervention occurred or was planned. Relevant medical history included fecal incontinence due to peripheral neuropathy since 2013. No further patient complications have been reported as a result of this event.